Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) printed circuit board assembly (pcba) and upgraded the software to the current ak revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) issue. During a follow-up with the respiratory therapist (rt) supervisor, it was found that the event occurred while the ventilator was being used on a patient. The patient was removed from the device and placed on an alternate ventilator. The date of the event is unk. No add'l info is available at this time.